Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Jet registry it was reported that post treatment procedure the patient experienced target vessel revascularization. In (B)(6) 2013, the 100% stenosed, 22cm in length target lesion was located in the left superficial femoral artery (sfa) with a reference diameter of 3mm. Target lesion was treated with a jetstream&#59393;atherectomy catheter. Residual stenosis post-jetstream was 20%.balloon angioplasty was performed, resulting in 10% residual stenosis of the target vessel. In (B)(6) 2014, 137 days post-index procedure the patient presented with cramping in left leg and underwent an unplanned target lesion revascularization (tlr) in the treated vessel/lesion. Angiography revealed left common femoral and left profunda femoris were patent and free of significant stenosis; occlusion of the left superficial femoral artery; and the popliteal artery was reconstituted just after its origin in the distal thigh. A jetstream xc device was used to perform rotation atherectomy to the entire length of the left superficial femoral artery and the proximal segment of the left popliteal artery, which was occluded. A total of three passes blades down, three passes blades up were made. A 4 x 300 mm non-bsc balloon was then used to sequentially dilate the left popliteal and left superficial femoral artery in sequence. Angiography revealed excellent reconstitution of the left superficial femoral and popliteal arteries with three-vessel runoff below the knee. There was no evidence of residual stenosis, extravasation or dissection. In (B)(6) 2014, 248 days post-index procedure the patient presented with calf pain, and tingling numbness in toes with walking. The subject underwent unplanned target lesion revascularization (tlr) in the treated vessel/lesion. A femoral-popliteal bypass graft on the left lower extremity was performed using an 8 mm graft. The popliteal artery and femoral vessels were dissected out, and after adequate circulation of heparin an arteriotomy was made in the popliteal artery and end-to-side anastomosis was done. The graft was cut to length proximally and anastomosed after making a second arteriotomy. Vessel loops were released and flow was reestablished. There was good pulse in the popliteal artery. Subject experienced postoperative bleeding into her leg and had to be transfused. During hospitalization, the subject experienced paroxysmal atrial fibrillation managed with cardizem and converted to sinus rhythm. Subject was discharged on cardizem. The same day the event was considered resolved.